Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the malfunction code, and it did not recur; the customer was advised to continue using the pump and to call back if the issue happens again.